Event description:
The reporter did meter to lab comparison tests, 20 minutes apart. Pt's meter reading was 127 (mg/dl), and the lab test result was 226 mg/dl. No symptoms were reported. During troubleshooting, it was learned that the meter was set in mmol/l. On followup, the reporter confirmed that the meter had been set incorrectly, and it had been corrected during the initial call, making the meter and lab test comparable. The reporter checks the confirmation dot for enough blood when testing, and cleans the meter regularly. No harm was alleged.